Event description:
Pump beeping. When touched by paramedic and nurse it shocked them both. The screen turned off and stated it should be "shut off again then restarted". Pump would not restart. Then it stated it needed service and continued beeping. Had to turn off heparin infusion for more than 15 minutes and switch out pump.